Manufacturer narrative:
Additional details regarding the reported event for patient details were not disclosed as information was unable to be obtained from the facility. Good faith effort attempts were made to try and retrieve additional details regarding physician email address, but further information was unable to be obtained from the facility. Investigation results: the device was not returned for analysis as it was disposed by facility; therefore, a technical analysis could not be performed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was a relevant content and sufficient guidance with respect to the circumstances described within this complaint. Upon review of the IFU, it states the following: "do not bend the nrg transseptal needle. Excessive bending or kinking of the needle tip may damage the integrity of the needle and may cause patient injury. Care must be taken when handling the needle." Risk review: a review of the nrg transseptal needle risk documentation was completed and confirmed that the event of detachment of device or device component and use of device issue - misuse prior to insertion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of "failure to follow instructions" based on the information within the event description does mention the possibility of manual reshaping of the device previous to procedure. The factors that may have contributed to the kink such as manual manipulation or excessive force applied during shipping or unpacking of the needle.

Event description:
It was reported that during a transcatheter myocardial ablation procedure, a nrg transseptal needle was selected for use. It was noted that the tip got separated during pre-shaping. The procedure was completed with another of same device. No patient complications occurred. The device is not expected to be returned for analysis (discarded).

Event description:
It was reported that during a transcatheter myocardial ablation procedure, a nrg transseptal needle was selected for use. It was noted that the tip got separated during pre-shaping. The procedure was completed with another of same device. No patient complications occurred. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.